Manufacturer narrative:
Eval: our laboratory evaluation of the product said to be involved confirmed the report. The catheter of the device is broken 57cm from the distal end of the device. When water was injected in the inflation lumen; water leaked from the broken area in catheter. Due to the breakage; the balloon could not be inflated. A visual examination of the balloon material was performed. Damage to the balloon material that could prevent inflation was not observed. The broken catheter was held together while water was injected through the device. The balloon material filled with water and leakage was not observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. The likelihood of this type of report is rare. Conclusion: the additional info provided indicated the balloon did not receive lubrication or negative pressure prior to advancement through the endoscope. The is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Resistance in movement through the endoscope can occur if the balloon is inflated prior to advancement through the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be re-attempted." The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon from the endoscope. If these instructions are not followed, this could have contributed to the report. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. This observation did not impact the pt or user and no similar observations were found during a review of the 2-year adverse event history. The info in this complaint record does not suggest that if this were to happen again, it would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, the gastroenterologist chose to utilize a cook hercules 3 stage wire guided balloon dilator for dilation of a stricture. While inserting the balloon into the stricture the balloon catheter kinked and broke. A new balloon was required to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.